Manufacturer narrative:
The information provided to date indicated that the xenograft remains implanted and not not available for evaluation. Therefore, a comprehensive re-review will be conducted of the manufacturing records, sterilization run reports, quality control / assurance reviews and release, and the complaint database for related complaints. Once results are available, a follow up will be submitted.

Event description:
Rti surgical, inc (rti) received a complaint notification on (B)(6) 2017 indicating that a patient underwent implantation of a fortiva porcine dermis on (B)(6) 2017 for an abdominal reconstruction and panniculectomy. On (B)(6) 2017, the patient presented to clinic complaining of abdominal pain and a new bulge above her previous repair which was thought to be a new ventral hernia. The patient underwent an open repair with bilateral anterior component separation with synthetic mesh underlay. During the surgical procedure it was noted that the defect was a recurrent incarcerated ventral hernia.

Manufacturer narrative:
Methods: the xenograft was not returned for evaluation. Therefore, a comprehensive re-review of manufacturing records, sterilization run reports, quality control/assurance reviews and release, and the complaints database for related complaints associated with the lot was conducted. Results: there were two departures noted for the k batch. One departure stated that one product was missing after sterilization. However, this does not affect the other product's quality. Investigation excluded that a mix-up or placement of two products in one packaging occurred. The second departure stated that the expiration date on a label was 29 days shorter than the one on the specification there is no quality risk for the product. Investigation indicated that these departures did not have a negative impact on the quality of the complaint graft. Xenografts manufactured from lot mp153801 underwent a validated sterilization methodology, tutoplast, which includes terminal sterilization by gamma irradiation after packaging. Serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution. To date, rti has distributed 108 xenografts associated with lot mp153801 without related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complication was associated with an event or source extrinsic to the xenograft implant.